Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting alert 113 (reduced water temperature (wt) control) in an arctic sun device. Explained these alerts are commonly caused by issues with low flow and explained the correlation between heater capacity and flow rate. Guided to diagnostics showed that the system hours were 1276, pump hours were 1131, inlet pressure (ip) was -6.7psi, circulation pump command (cpc) was 26 percentage, flow rate (fr) was 0.7lpm. The nurse confirmed tubing was flowing in an uphill configuration. As adjusting the tubing, nurse got a probe out of range alarm (14). The nurse confirmed the esophageal probe was properly seated. Moved to bedside where it read properly and it read when nurse moved it back to the arctic sun the assumption was it was not fully seated or was unseated while troubleshooting. Flexed cabled and patient temperature (pt) remained stable on the screen. Advised to watch for alerts like 50 (patient temperature 1 erratic) and 15 (unable to obtain a stable patient temperature) and replace the temperature in cable if this happens. Disconnected and reconnected pads using proper technique and restarted therapy. Patient temperature (pt) was 36.4c, targeted temperature (tt) was 36.8c, water temperature (wt) was 21.1c, flow rate (fr) was fluctuating 0.9-1lpm. They would call back if there were any additional alerts or alarms. No further calls from this account yesterday.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting alert 113 (reduced water temperature (wt) control) in an arctic sun device. Explained these alerts are commonly caused by issues with low flow and explained the correlation between heater capacity and flow rate. Guided to diagnostics showed that the system hours were 1276, pump hours were 1131, inlet pressure (ip) was -6.7psi, circulation pump command (cpc) was 26 percentage, flow rate (fr) was 0.7lpm. The nurse confirmed tubing was flowing in an uphill configuration. As adjusting the tubing, nurse got a probe out of range alarm (14). The nurse confirmed the esophageal probe was properly seated. Moved to bedside where it read properly and it read when nurse moved it back to the arctic sun the assumption was it was not fully seated or was unseated while troubleshooting. Flexed cabled and patient temperature (pt) remained stable on the screen. Advised to watch for alerts like 50 (patient temperature 1 erratic) and 15 (unable to obtain a stable patient temperature) and replace the temperature in cable if this happens. Disconnected and reconnected pads using proper technique and restarted therapy. Patient temperature (pt) was 36.4c, targeted temperature (tt) was 36.8c, water temperature (wt) was 21.1c, flow rate (fr) was fluctuating 0.9-1lpm. They would call back if there were any additional alerts or alarms. No further calls from this account yesterday.